Manufacturer narrative:
The insulin pump was received with broken battery tube threads, a completely broken reservoir tube lip, missing reservoir tube o-ring, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's battery compartment was cracked. The patient's blood glucose at the time of incident was 7.0 mmol/l. The customer did not know how the damaged occurred. No other damage on the insulin pump was noted. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.